Event description:
Initial information received from a consumer on 02/06/07. A female (age unspecified) who had her fourth injection of hyaluronate sodium (hyalgan) in 2007 reported that she began spitting up blood the next day. No further details available. Additional info will be provided when available. Additional info rec'd from a consumer: a female who has been coughing for yrs rec'd treatment with hyaluronate sodium for osteoarthritis of the left knee reported that she coughed up blood most of the day. She thought the event was not due to hyaluronate sodium because she has a lung problem. She spoke with her pulmonologist who thinks that it could be due to bronchitis. Her orthopedist also does not think the event is related to hyaluronate sodium. She called her pulmonologist and requested a blood work up which came back with normal results. She was diagnosed with bronchitis and prescribed azithromycin (zithromax). The outcome at the time of reporting is unknown. She also reported that the first 3 injections did not seem to work at all. Her first injection was the previous month. No further details available. Additional info will be provided when available. Additional info rec'd from a consumer:the patient reported that she went to the emergency room after an episode of coughing up blood. The e.r. Diagnosed her with bronchitis and prescribed medication. She feels the first 4 injections have not worked and she is still in pain. Additional info rec'd from a consumer 13 days later: the female pt reported that she was diagnosed with bronchiectasis years ago and always had a cough since that time. She never had an episode of "coughing out blood" in the past until this when she consulted at the emergency room, a day after her fourth injection of hyalgan. At that time she was afebrile. A week later, while she was still on antibiotics, she again coughed out blood which resolved spontaneously that same day. At the emergency room, the doctor could not confirm if the event was due to hyalgan or not. She was diagnosed with bronchitis and treated with antibiotics. The reporter called to report that she coughed out blood and she did not know she had an infection ongoing. Corrective treatment: azithromycin.